Event description:
This is the second of three reports (similar issues, different patients). It was reported that the head "moved" or "slipped" while in pins. It was believed to be result of clamp losing pressure mid-case. There was no patient injury; however the case was delayed by 30 minutes while trying to identify why the head moved. Additional information has been requested.